Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on (B)(6) 2015. Sensor was inserted at the buttocks on (B)(6) 2015. Patient's mother described the skin reaction as red, raised, blistering skin with yellow pus under the sensor adhesive and sensor pod. Patient's mother treats the affected area with over the counter (otc) neosporin and otc flonase. Patient was seen by physician on (B)(6) 2015 for skin reaction. Physician prescribed nystatin at this visit. Additionally, the complaint states that the patient's mother contacted the patient's diabetes nurse educator on (B)(6) 2015, who suggested the use of spraying flonase to the area prior to applying the sensor. At the time of contact, patient's mother reported current condition as "stable". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: before inserting the sensor, clean the skin with a topical antimicrobial solution, such as isopropyl alcohol, and allow to dry. This may help prevent infection. Do not insert the sensor until the cleaned area is dry so the sensor adhesive will stick better. Make sure there are no traces of lotions, perfumes or medications on the area.